Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic ballon pump(iabp) would not augment. Issue was discovered during use by clinical user, patient involved. Unit did not complete autofill and unit did not initiate pumping while device was in use. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated fields b4 g3 g6 h1 h2 h6 type of investigation findings component codes investigation conclusions h11. A getinge field service engineer fse evaluated the unit for the reported malfunction the unit would not complete autofill and did not initiate pumping the fse troubleshot and noticed that the x3 transducer would not stabilize the fse attempted to perform 30psi calibrations but the unit would not progress through the calibration process the fse reseated the cables connections between the drive manifold and backplane the x3 transducer was then displaying a stable value the fse performed the 30psi calibrations and confirmed that the unit was successfully calibrated due to the presence of fault 77 the fse replaced the scroll compressor 100 micron muffler and the 18 npt muffler as a precaution the unit passed all performance and safety tests according the unit was allowed to pump for approximately 60 minutes alternating between ECG pressure and internal triggers without any alarms or any abnormal functions occurring the iabp was returned to the customer. The failure analysis and testing dept received part and with a reported unit failure of the autofill and not pumping. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the parts in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual no failure confirmed on any part retaining the parts in the failure analysis and testing department per procedure. The most probable root cause for the scroll compressor is excessive stress or fatigue. The most probable root cause for the 18 npt muffler is component reliability. The most probable root cause for the 100 micron muffler is component reliability.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h2, h11. Corrected fields: h6 (medical device problem code, investigation findings, component codes, investigation conclusions).

Event description:
N/a.